Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker entered safety mode. The patient experienced an approximately 11 second pause of pacing inhibition due to oversensing, which was noted by the physician. During emergency evaluation, the device was found to be operating in safety mode. The patient was admitted to the hospital, and a device replacement was performed. No additional adverse patient effects were reported. At this time, this product has not been returned for analysis.